Event description:
It was reported that (5) devices were used during a hepatectomy. It was reported by the affiliate that the hp052 handpieces and dh145 blades emitted an error alarm and would not activate. Another device was used to complete the case. There was no consequence to the patient.